Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 150 mg/dl. Customer reported that the insulin pump had exposed with moisture. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a cracked case appearing on the back of the unit from the corner of the belt clip rails and continuing across the battery tube. Critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Blank display not confirmed during testing. Unable to perform the self test, displacement test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.